Manufacturer narrative:
Analysis was performed remote service personnel which included communication with the customer. The results of the analysis were that the reported issue could not be confirmed. No trouble found and the device is confirmed to be working to its specification. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem remains unknown. A review of the service history for this device shows <add results of service history review which confirm the problem has not been reported again for this device. (B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that during routine checking it was found that abp (ambulatory blood pressure) and nibp (non invasive blood pressure) readings have variations. The device was not in use on a patient. There was no report of patient or user harm.